Event description:
A report was received on 7/8/2002 regarding a memorylens which was implanted in the patient's right eye in 1999 and which lens was explanted and replaced in 2002 due to opacification. The doctor also performed a vitrectomy at the time of explant. The patient had a pre-existing medical history of glaucoma. At the latest exam in 2002, the patient's visual acuity was 20/30 od, and the doctor's prognosis for the patient was listed as good.